Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11 one decapolar, inquiry steerable diagnostic catheter was received for evaluation. The device was returned for a deflection issue and device damage. The reported deflection issue could not be confirmed. The catheter shaft deflected when actuating the steering mechanism and deflected in the correct shape according to specifications. The reported device damage was confirmed; the catheter shaft was found to be bent proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the deflection issue remains unknown.

Event description:
This report is to advise of a catheter used in the patient past the expiration date.

Manufacturer narrative:
Corrected information: h2, h3.

Event description:
This report is to advise of a catheter used in the patient past the expiration date.